Event description:
It was reported that patient had a driveline infection. They presented to the clinic with percutaneous abscess at the driveline exit site, drainage, and redness on (B)(6) 2023. Cultures were positive and treated with bactrim (trimethoprim / sulfamethoxazole), doxycycline, and augmentin (amoxicillin / clavulanic acid) antibiotics. Abscess and symptoms resolved with antibiotics as an outpatient. The patient was stable as outpatient, with on ongoing antibiotics with a plan to be listed for transplant as of (B)(6) 2024 with elevated status due to driveline infection. Plan of care was to continue to monitor as outpatient on antibiotics and eventually transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.